Manufacturer narrative:
Additional information was received on (B)(6) 2016 from tandem clinical diabetes specialist stating that additional training was performed with the customer. The customer stated that the pump was operating as intended and delivering insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no insulin was observed exiting the tubing during a bolus delivery. The customer's blood glucose level was 222 mg/dl. The customer did not receive any alerts or alarms to indicate that there was a blockage. The customer declined tandem technical support's offer to troubleshoot or to remove the infusion set tubing. The customer reverted to using daily insulin injections to manage diabetes.